Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided instructions on how to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.